Manufacturer narrative:
Image review: photo 1; image shows an inner pouch, a resolute integrity hoop and a detached section of a device. A kink is visible on the hypotube, proximal to the detachment site. A section of the hypotube can be seen exiting the proximal section of the hoop. A kink is evident on the hypotube, distal to the detachment site. Photo 2; an image shows a resolute integrity 3.0mm*26mm shelf carton. A portion of the hoop is visible, and the strain relief can be seen in the image. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation summary: the device returned with a detachment on the hypotube 24.5cm distal to the strain relief. The hypotube material was oval and jagged on both sides of the detachment site. Kinks were evident on the hypotube 1.7cm proximal and 2cm distal to the detachment site. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a resolute integrity rx drug eluting stent to treat a severely tortuous and calcified lesion exhibiting 90% stenosis located in the right coronary artery (rca). The rca was noted to be a dominant atherosclerotic with midsegmental significant lesion. The device was inspected with no issues noted. Negative was not performed. The lesion was not pre-dilated. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device, excessive force was used during delivery. It was reported that a detachment occurred at the catheter while advancing through the guide catheter. A kink and deformation was also noted at the catheter. The detached portion of the device does not remain in the patient. The procedure was completed by deploying a resolute integrity stent at 12atm. Final angiogram showed timi iii flow in the rca, good deployment of the stent was noted. The patient was reported to be alive without injury.